Manufacturer narrative:
The customer reported that the cns (central network station) was freezing. Due to the feezing issues, all of the patients were moved to another cns (central network station). The biomed was to order a replacement hard drive. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central network station) was freezing.

Manufacturer narrative:
The customer reported that the cns (central network station) was freezing. Due to the freezing issues, all of the patients were moved to another cns (central network station). The biomed was to order a replacement hard drive. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.